Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the knife wire coating was torn and the broken part was burnt and melted. It was confirmed, there were no problems with the length of the knife wire and wire coating, and there were no other defects found. The following medwatch reports are related: patient identifiers (B)(6) (kd-v411m-0725) and (B)(6) (kd-v411m-0725, this complaint). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the single use 3-lumen sphincterotome v knife wire broke when it was energized an endoscopic sphincterotomy (est). The same problem occurred with the replacement product. The procedure was completed with the third replacement. The physician stated he felt the tension of the knife wire was weaker than usual. The hf unit used was esg-100, and the setting was pulse cut slow 80w. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cutting wire was broken and the wire coating was torn. However, the definitive root causes of the broken cutting wire and torn wire coating could not be determined. It is possible there was an electric conduction that was activated when the portion of the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Which caused the cutting wire to instantly become hot at the contact point and break. It is also possible that the forceps elevator of the endoscope was raised and the coated portion of the wire came into contact with the metal part of the distal end of the endoscope upon being deflected, which may have caused movement back and forth, and resulted in a tear. The cutting wire may have been deflected because the slider was slightly pushed hard. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion¿. Olympus will continue to monitor field performance for this device.